Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 2 days after the dental implant was placed in ada site 11, the implant did not achieve osseointegration. The site was grafted. Clinician reports poor bone quality/quantity and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 2 days after the dental implant was placed in ada site 11, the implant did not achieve osseointegration. The site was grafted. Clinician reports poor bone quality/quantity and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)